Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experienced implant failure to osseointegrate. Per the complaint, the patient presented with infection on crestal tissue about 8 weeks after placement. The patient was placed on antibiotics and the infection was drained. During a follow-up appointment for implant uncovering, there was implant mobility and growth of granulation tissue between implant sites. The implant was extracted.